Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 37 mg/dl. The customer stated that he was very lethargic, and was found laying in his car. Troubleshooting was not possible at the time of the call because the customer has very poor eye sight, and his wife was not home. Advised the customer to call back to troubleshoot once his wife was home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.